Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead became dislodged by a catheter used during the patient's aortic valve replacement. The physician elected to putin a new lead so as not to contaminate the new valve and since this chronic lead was tight under the clavicle. There was no adverse patient effect beyond the additional surgical intervention to replace this lead.

Manufacturer narrative:
This lead is expected for return to boston scientific. If new information becomes available, this report will be further evaluated and updated.